Manufacturer narrative:
Details of complaint: the nurse reported there was no audio on the central nurse's station (cns). The audio cable was confirmed to be plugged in, and the sound control volume was all the way up. He did not have a spare cable or another monitor to troubleshoot with, so he planned to give the ticket number to their biomed for further troubleshooting. No patient harm was reported. Investigation summary: multiple attempts were made to collect additional information regarding the complaint. However, there has been no response from the customer. As such, there is not enough information to perform an investigation. Nihon kohden will continue to trend and monitor. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 e1 email address attempt # 1: 10/13/2025 phoned the customer for the information in the ni list above: the customer could not be reached. Attempt # 2: 10/22/2025 phoned the customer for the information in the ni list above: the customer could not be reached. Attempt # 3: 01/09/2026 no email was provided for the customer, only 2 phone numbers. Nk called both phone numbers for the information in the ni list above: he could not be reached at either phone number, and the operator did not show that he was an employee at that facility. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nurse reported there was no audio on the central nurse's station (cns). The audio cable was confirmed to be plugged in, and the sound control volume was all the way up. No patient harm was reported.

Event description:
The nurse reported there was no audio on the central nurse's station (cns). The audio cable was confirmed to be plugged in, and the sound control volume was all the way up. No patient harm was reported.

Manufacturer narrative:
The nurse reported there was no audio on the central nurse's station (cns). The audio cable was confirmed to be plugged in, and the sound control volume was all the way up. He did not have a spare cable or another monitor to troubleshoot with, so he planned to give the ticket number to their biomed for further troubleshooting. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.